Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2011, this patient was being treated for evar using gore excluder aaa endoprosthesis. Intra-operatively, after implantation of the trunk-ipsilateral leg component, the physician attempted to advance the contralateral leg component into the contralateral gate. The physician felt resistance and discovered the pxc to be coming into contact with the contralateral gate of the pxt. So as not to move the pxt up the aorta, the physician retracted the pxc into the sheath and removed it. Upon withdrawal, the distal end of the pxc caught the edge of the sheath. You could see approximately 2cm of the pxc with the deployment line hanging loose from that area. The distal end of the pxc broke from the olive tip but was still in one piece - this device was discarded at the hospital. The physician advanced the dilator into the contralateral gate of the pxt and utilized a new pxc for cannulation. The procedure was completed without further incident and no injury was made to the patient.